Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Boston scientific technical services (ts) recommended a commanded shock. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that a commanded shock was performed, and good values were noted. The physician opting to monitor for now. No revision planned at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Boston scientific technical services (ts) recommended a commanded shock. This rv lead remains in service. No adverse patient effects were reported.